Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported some time in (B)(6) 2019 the patient fell, from that moment on she could not communicate with the scs ipg and external devices. Consequently, the patient's scs ipg was replaced with a new one and therapy restored.